Event description:
The user facility reported that zero point could not be adjusted and no value was displayed. The physician does not think the catheter could be broken. Unknown if there was pt contact.